Manufacturer narrative:
Device disposed of by hospital.

Event description:
On (B)(6) 2018 a percival pvs21 was implanted via mics avr due to aortic stenosis in the native valve. The physician noticed a paravalvular leak and determined they would not address it at this time. A week later on (B)(6) 2018 the valve was explanted and replaced with a stented trifecta valve. The size of the trifecta valve is not available. Patient outcome is fine. The percival valve serial number is unknown.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Because the device was not received no further investigations could be performed. Because of this the root cause cannot be determined at this time and the complaint cannot be confirmed. If further information is received the manufacturer will reassess the investigation.

Manufacturer narrative:
In the previously submitted report the serial number of the valve was included in the manufacturer narrative however it was not included in section. Suspect medical device. It has been added to section. In addition the manufacturing date, expiration date and UDI were retrieved (B)(6) 2018 and have been added.